Manufacturer narrative:
The patient's knee joint exhibited hyperextension of up to 10 degrees for a long time, and it is suspected a femoral fracture prior implant loosening which likely caused abnormal loading. Since it cannot be determined whether the femoral fracture and implant loosening occurred prior to the yoke breakage, the causal relationship between the fracture, implant loosening, and yoke breakage cannot be confirmed.

Event description:
A patient underwent a tka surgery on (B)(6) 2024. A revision surgery was conducted on (B)(6) 2025 due to knee joint instability. Pre-operative x-rays showed yoke brakeage, and the femoral component loosening was observed during the surgery.